Event description:
The following has been reported: biomed reported: "air in cassette error" step where problem occurred: before use injury/adverse reaction: no active infusion stopped: no 06/26/2025- biomed performed test infusion with new set and reported: this is a different cassette that has failed for same error, will send log from that test in this email. There have been three different cassettes with same error, the original error cassette and our 2 test bench cassettes.. Do not have the original cassette from field failure it has been discarded. A preliminary review of the logs identified the following issue: tubing set error (ipc connection leak failure). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for tubing set error (ipc connection leak failure). Investigation found sticky fva pins causing the tubing set error. Verified fva pcba and cleaned fva pins. Rear cover o ring was found to be damaged. Fva lip seals and rear cover o ring will be removed and replaced during repair process. No other damage found.